Event description:
While hanging blood for patient, IV pump alerted sensor #2 detecting air. No air visible in line. IV pump changed out and same alert was received. New tubing obtained and primed and blood able to be infused.